Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
While the ventilator was connected to a patient, two technical error codes indicated communication disruption and disabled valves were generated and ventilation stopped. There was no patient injury.